Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged. The caller stated the insulin pump's display was scratched. The caller stated the customer had trouble reading the display as a result of the scratches. Customer's blood glucose was unknown. The caller could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.